Manufacturer narrative:
(B)(4).

Event description:
During a pta of the sfa, a part of the quick-cross was sheared off in the patient's body upon removal. The patient was treated 3 days later to successfully snare the quick-cross left in the body and complete the pta of the sfa.

Manufacturer narrative:
Additional information received from sus voluntary event report #mw5062529; during a complex peripheral pta, a portion of the quick cross catheter sheared off upon removal from the patients body. After multiple attempts by physician to retrieve, the case was ended. Plan to reattempt intervention and retrieval on (B)(6) 2016. On (B)(6) 2016 retained catheter was removed from right leg. Portion retained was described by pathology as "3.5 cm in length, 0.1cm in diameter clear catheter. There is visible silver metal, either end. One end is capped with white plastic, the other end is ragged.